Event description:
It was reported that the patient called to request assistance in finding a prosthetic urologist that could assist him with his inflatable penile prosthesis (ipp) that is failing. According to the patient, the ipp was implanted about 10 years ago but he is unsure of the date. Patient liaison assisted him in finding three urologists close to his zip code through (B)(6).